Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and low intrinsic amplitude on a daily measurement. Boston scientific technical services (ts) confirmed intermittent low intrinsic amplitude 0.6 milli volts. As of this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and low intrinsic amplitude on a daily measurement. Boston scientific technical services (ts) confirmed intermittent low intrinsic amplitude 0.6 milli volts. As of this time, this lead remains in service. No adverse patient effects were reported. Additional information was received that indicated that during a clinic visit, the health care professional (hcp) called to report observing right atrial (ra) lead undersensing and low intrinsic amplitude on the pacemaker system presenting electrogram (egm). The hcp noted that the patient reported experiencing shortness of breath symptoms. Upon review of the egm, technical services (ts) observed a drop in impedances on the ra lead. Ts recommended for further lead evaluation. The hcp noted the device sensitivity settings were appropriately adjusted and normal sensing was achieved. At this time, the lead remains in service. No adverse patient effects were reported.